Event description:
Pt reported obtaining a blood glucose result of 189 mg/dl, (before going to sleep), while using the suspect device. Pt stated the following morning, he lost consciousness. Pt's spouse reportedly phoned emergency med services,and upon their arrival, pt's blood glucose measured 44 mg/dl (using paramedics' blood glucose monitor). Pt stated that he was treated with glucose (administration route and type not provided). Pt indicated that approximately 5-10 minutes after blood glucose measured 44 mg/dl, he retested his blood glucose, using the suspect device, and obtained a result of 189 mg/dl. Pt was not transported to the hosp for additional treatment. Pt's current condition: fair. Pt noted that, at the time of the event, his test strips were being stored outside of their original vial. Additionally, quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.